Event description:
Caller reported cartridge alarm 20 and experienced a blood glucose level displayed as ¿high,¿ although the specific value was unknown. Corrective actions taken by the customer included a correction injection via multiple daily injections (mdi) and changing the cartridge. There was no assistance required from a third party, and the customer had not previously reported similar alarms with this pump. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer will use a backup insulin pump during the replacement process and will receive a new pump with updated software.